Event description:
It was reported that pacing was not observed when the ventricular lead was connected to the pulse generator. The lead was disconnected and reconnected while the device was programmed to ddd mode but the result was the same. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.